Event description:
It was reported that, "the acetabular wing retractor was put in and when it was removed, the tip of it broke off into the acetabulum. The surgeon tried to remove it, but was unsuccessful and it stood there."

Manufacturer narrative:
The device is made from an implantable grade material and therefore; should not cause a reaction. Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.